Manufacturer narrative:
The investigation is in progress. Samples have been received and in-house testing is in progress. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. (B)(4).

Event description:
A surgeon reported a blunt knife was noted during surgery. A second knife was used to complete the procedure. There was no pt harm reported.